Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler was making a crunching noise while firing and had one mis-aligned staple, an investigation is pending to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument or the blue and white sureform stapler reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the logs for the sureform 60 stapler associated with this event has been performed by an isi advance failure analysis (afa). The following additional information was provided: logs show pn 480460-09, ln l10220906-0502, was installed on the system 4x and fired 2 reloads (2 blue). On install 1 and 3, no clamping or firing was performed, per the logs. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 4, there were 2 successful clamp attempts, prior to the firing, which was completed with no pauses for compression. There were no incomplete clamp attempts, incomplete unclamps, or firing failures for this instrument. The stapler was then removed and not used again in the procedure. Next, logs show pn 480460-09, ln l10220906-0506, was installed on the 5x and fired 5 reloads (5 white). All clamp attempts were successful, and each firing was completed with 1 pause for compression. There were no incomplete clamp attempts, incomplete unclamps, or firing failures for this instrument. The stapler was then removed and not used again in the procedure. Based on the log review the customer used two sureform 60 staplers and blue and white reloads. At this time, it is unknown which sureform 60 stapler or color reload had this issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that staples were misaligned with unknown cause. Misaligned staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the stapler was making a crunching noise while firing and had one mis-aligned staple. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.